Event description:
During a routine instrument check, it was noticed that the black plastic handle was broken. The event did not occur during a surgical procedure.

Manufacturer narrative:
The results of the eval performed indicated that the event is attributed to a user cleaning error.